Manufacturer narrative:
The therapy date for the following device is unknown: model name: octrode; scs lead. Model: unknown; scs extension. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient's ipg could not be set to MRI mode as the ipg was unable to be charged. As such, surgical intervention was undertaken to explant the system as the patient required an MRI scan. The ipg was implanted in (B)(6) 2016.